Manufacturer narrative:
(B)(4). Corrected information: lot number 13j061 was manufactured between september 25, 2013 ¿ september 30, 2013. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Evaluation information: the sample was received for evaluation in its unopened foil pouch. A visual inspection of the device identified that the fill-port cap was fully intact. The reported condition could not be confirmed. Should additional relevant information become available, a follow-up medwatch will be submitted.

Event description:
It was reported that a singleday infusor was missing the safety/sterility cap. This was noted before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter and is currently awaiting evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted. A batch review will be performed. Should additional relevant information become available, a supplemental report will be submitted.